Event description:
During device exchange procedure, an insulation abrasion was visually observed on the right ventricular (rv) lead. The rv lead was repaired with silicone and covered with the suture sleeve to resolve this event. The patient was stable.